Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk. H6 - health effect clinical code 4581: significant reduction of irido-coneal angles, pigment dispersion. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -10.5/1.5/067 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2004 due to significant reduction of irido-corneal angles and pigment dispersion. This resolved the problem. Cause of the event is reported as unknown.